Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed distal occlusion test. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed distal occlusion test (19. 91, 21. 08, 22. 33, 19. 62)" was reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was an out of calibration force sensor. The force sensor is required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.